Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump would shut off automatically without receiving any battery notification. Customer also stated that everytime new battery was inserted the insulin pump received alarm and reset, and also the plastic chip was chipping off the reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected weak battery alarm anomalies noted. No unexpected a21 alarm anomalies noted. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).